Event description:
Adverse incident patient had an opsite post op visible on a sternal incision and the harvest site on leg. It was noted the sternal wound no problem; however, quite a severe reaction on her leg wound. It was reported that compression bandaging is applied for the first 12hrs post-op. Apparently they also put a setopress compression bandage over the top for the first 12 hrs. Compression applied over opsite post op visible in contraindicated.

Manufacturer narrative:
(B)(4)